Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to (B)(6) on (B)(6) 2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. The consumer had suspected nickel allergy. In (B)(6) 2012 she experienced lower back pain, bleeding, bile problems, pain during coitus, tiredness, mood swings, memory loss, concentration problems, swollen abdomen, menopause complaints, vision problems, excessive sweating, endocrine disruptions, binge eating, and feeling not to be herself. Those events led her to unspecified problems with movements. In an unspecified date she contacted her physician. She had blood tests performed and her blood sugar level was not stable. She was treated with cholecystectomy (run in the family) and diet changed (after consulting nutritionist). She also started contraceptive pill again (which had been discontinued by the time of this report due to fear of breast cancer). She received physical therapy for back complaints as well. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a d female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding (seen as genital bleeding).this event is serious and listed in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, consumer experienced this event about 3 months after essure insertion. Considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-oct-2016 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 456 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a d female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding (seen as genital bleeding). This event is serious and listed in the reference safety information for essure. Genital bleeding may occur during essure use. In this case, consumer experienced this event about 3 months after essure insertion. Considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led to problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.